Manufacturer narrative:
A nanotite xp tm certain implant (nios4513) was returned. Visual inspection of the as received product identified fragment of the fractured certain gold-tite tm hexed screw (iunihg) in the implant. No device lot number was provided so a device history record review and a complaint history review could not be performed. Appropriate documentation was reviewed and the following information was identified: document type(s) reviewed: biomet 3i restorative manual, instrm rev b 10/15. Biomet 3i restorative IFU (instructions for use) p-iis086gr rev. E 11/2015. Information identified: instructions for use of the recommended restoration are provided along with the appropriate torque values. In the case of certain gold-tite hexed screws it is recommended to torque at 20ncm. Precautions: biomet 3i restorative products should only be used by trained professionals. The surgical and restorative techniques required to properly utilize these products are highly specialized and complex procedures. Improper technique can lead to implant failure, loss of supporting bone, restoration fracture, screw loosening, ingestion and aspiration and/or swallowing. Components made from peek material are intended for use for up to 180 days. The complainant reported that patient presented with a loose crown, which the general dentist managed to remove easily and noted the fractured abutment screw. The fractured screw removal was unsuccessful and resulted in implant fracture. The complaint was confirmed for screw fracture through visual and physical inspection of the as received product. A root cause could not be identified for this complaints time. Device evaluated by manufacturer: change ¿no¿ to ¿yes¿.

Manufacturer narrative:
Date of birth not provided, lot number not provided, lot number not provided.

Event description:
General dentist reported that the patient presented with a loose crown, which he managed to remove and noticed a fractured abutment screw.